Event description:
The customer reported that the unit failed extended self test during routine inspection. Respironics svc technician inspected the unit and found a defective check valve (cv3). The check valve was found separated from the hinge. The check valve was replaced. Subsequently, beginning in 6/01 all old check valves were replaced with a new design due to a recall of the old check valve due to tearing.